Manufacturer narrative:
The device was received for evaluation 6/24/24. The reported complaint of electric cable of the pressure head was torn was confirmed on all the returned sets. During visual inspection of the samples, the blue housing around the transducer was found separated and the white wire was found separated from the transducer on all the returned sets. The connection between the blue housing and the transducer is a press fit. It is unknown, how the separation had caused during use. No plastic deformations or visual anomalies were observed on the returned sample. A probable cause of the separation cannot be determined at this time. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. Section e additional contact: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a transpac® it, 2 lines, 2 transducer, 60" (152 cm), 3 ml/hr flush device, macrodrip. The device's blue attachments were reportedly broken away from the kit on return from theatre recovery. This issue required a new line to be used. There was no report of human harm.